Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. A taxus express2 2.75 x 32mm drug eluting stent was noticed to have a stent strut stick out. The device was not used to complete the procedure and there were no reported patient complications.